Event description:
It was reported to boston scientific corporation that a flexiva tractip laser fiber was used during a ureteroscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, there was no energy from the fiber. The procedure was completed with another flexiva tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. The event, as reported, does not constitute a reportable malfunction; however, the returned device revealed a reportable malfunction.

Manufacturer narrative:
(B)(4) the as analyzed event of fiber broke. Visual examination reveals that the exposed glass tip measures 3.5 mm and appears unused. The fiber is broken 41 cm from the proximal end of the device.